Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon loosely folded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab to cause the excessive alarms. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump may have needed servicing.

Event description:
"Alarms" sounded form the pump. On 12/20/96, the following was rpt'd to datascope: a 40cc iab was inserted into the pt on 12/16/96 because the pt started to deteriorate. Again, sub-optimal augmentation was noted, and the pt pressures were hemodynamically low and unstable. No alarms sounded. The pt expired late in the afternoon on 12/16/96. It was unk if the event contributed to the pt death. The dr was concerned with the pumps. Datascope service went to the facility and found no problems with the pumps. On 1/31/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 12/16/96. After iabp for 4-5 hrs the iab was removed. The pt went on to expire on 12/16/96 at 4:00 pm and the facilities attributing the pt death to the event. Event complications: possible pt death-rpt'd 12/20/96; death - rpt'd 1/31/97. Pt current status: expired - rpt'd 12/17/96.